Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 had failed to close. A field service engineer (fse) opened the back panel and identified a cefazolin IV bag obstructing drawer 5 from closing. The obstruction was removed, after which the drawer operated normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main matrix drawer failed to stay closed and unable to recover. The user attempted to recover the issue by opening the back panel and manually opening the drawer. After successfully recovering the drawer, the drawer failure message reappeared after the unit was pushed back into place. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.